Event description:
On 2/28/97, the physician informed the MFR's (MFR) mgr, clinical services that the device developed catheter shear and upon removal of the device and catheter system, the device catheter shredded. The physician was unable to retrieve the sheared segment of catheter and had to request assistance from a vascular surgeon to retrieve the sheared segment of the device catheter tip. The physician stated that is the fifth shear he has had using this device; however, he did not report/notify the MFR of the previous incidents. The physician stated that he did not know what drugs were infused through this device. No further details were provided at this time.

Manufacturer narrative:
The MFR has contacted the patient, physician, facility's risk mgmt dept, histology/pathology dept, administrative coor. Of outpatient surgery and clinical supervisor in an attempt to obtain the device for analysis; however, these attempts have been unsuccessful. On 4/9/97, the facility's materials manager informed the MFR rep. That apparently an external portion of the device catheter was sliced and when it was finally removed, the nurse asked the physician what she should do with it, the physician replied, throw it away. No patient injury was reported to anyone in the room at that time or to anyone else that the facility knows of. On 4/17/97, the MFR's manager, product complaints & litigation contacted the patient and informed her that the device had been discarded upon explant on 2/28/97. Since the device is not available for analysis, the MFR's investigation of this event was limited to a trend analysis and review of the device history record. A trend analysis was performed on similar incidents for this cat/lot number and a trend was not ID. A review of the device history record did not reveal any mfg variances related to this event. Based on the info available and due to the unavailability of the device, no conclusion can be drawn as to the cause of this event. The MFR's investigation of this incident is inconclusive. No further details are available. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event.